Manufacturer narrative:
The reported complaint of "the autopulse platform (sn:(B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during functional testing and based on the archive data review. The root cause was due to the driveshaft not to be at "home" position, most likely attributed to unintended user error. During visual inspection, a vertical crack was noted to be running through one of the screw fittings of the front enclosure. Also, the UDI label was observed to be worn. The observed physical damages were unrelated to the reported complaint, likely attributed to user mishandling. The front enclosure and UDI label were replaced to address the issues. The archive data review indicated a couple of user advisory (ua) 45 error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Initial functional testing failed due to the autopulse platform displayed a ua45 (driveshaft not at "home" position after power-on/restart) error message upon powering up the device; thus, confirming the reported complaint. The driveshaft was rotated to "home" position to clear the ua45 error message. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer followed the troubleshooting steps listed in the admin menu but was unable to clear the error message. No patient involvement.